Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose value was unknown. Customer stated that the buttons was not working. Customer stated that the insulin pump had an unexpected restart error alarm. Customer stated that they were not able to see the clock and unable to clear the unexpected restart alarm due to buttons was not responding. The product will return for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, a21 error test and self test. No unexpected a21 alarm noted.